Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having back pain at the opposite of where the ins so they were unsure if it could be related. The patient reported having surgery on monday and spent the evening working with someone to program the device. On wednesday morning, the stimulation was too high, so the patient spoke with a manufacturer representative (rep) who helped them lower it. The patient said that yesterday everything was fine, and this morning they were happy because they were able to get to the toilet before having an accident. The patient asked if they could determine whether a lower stimulation number was working in their sacroiliac area, or if they should adjust the number to feel stimulation in their vagina. They reported feeling electric shocks in their vagina and wondered if lo wring the stimulation would help, but then noted that was more like a vibration, not uncomfortable. They also mentioned feeling stimulation in their legs and feet sometimes. The patient was redirected to their healthcare provider (hcp) to further address the issue and has a follow-up appointment scheduled for on (B)(6).